Manufacturer narrative:
(B)(4). The perforator was returned for evaluation. Device history record - there is no indication that the production process may have contributed to this complaint. Failure analysis - visually inspected utilizing unaided eye, organic matter / rust. And no ethylene oxide label was found. The perforator was found to meet all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported the perforator did not stop and plunged through the dura and it had to be repaired. The event led to 20 minutes surgical delay.